Event description:
I had the essure device put in after my last son. I became very sick, always throwing up, had bad headaches and always tired, I would get dizzy a lot, had bad lower back pain and when I was on my menstrual cycle I had severe pain in my lower back and vagina, sharp shooting pains and my belly button. I would bleed so heavy that my blood was black with big blood clots it even hurt when I went to the restroom, I had to wear three pads. I was in and out of the hospital in (B)(6) for abdominal pain and the doctors could never find out what was wrong with me. I even went to see a different ob doctor because I couldn't even have sex with my husband any more due to it being so painful during intercourse. When I saw this doctor I told him I think it's the essure making me sick and I was the first patient dr (B)(6) put the essure device in. Come to find out this doctor knew my old doctor. He said, "they had an office together at one time and its not the essure, maybe I'm depressed". I knew he just didn't want to help me because they were old friends. I saw other doctors and even when I went to the hospital a lot of doctors didn't know what essure was. I had to tell them and they would go look it up and come back say I have abdominal pain and send me home with pain meds. Well this went on for five years. Then I lost my job at (B)(6) due to so many absences for me being sick but I always had doctor's notes. So I moved to (B)(6) because my husband had a job there. I went to the hospital a few times and then saw a doctor. I had an endoscopy done and I had nothing seriously wrong so then I saw an ob. I told her what I thought it was. She had me take some birth control to see if the bleeding and pain would slow down. It didn't so she told me the only way to remove the essure device was to remove my fallopian tubes. I didn't want to but I felt it was the only option I had so I had the surgery done in (B)(6). My doctor told me I had a lot of scar tissue on my uterus and the inside of my belly button also my tubes. If she would have known this she would have done a whole hysterectomy so I was supposed to have my uterus removed due to the essure device but I moved back to (B)(6) and had no health care and I don't trust the doctors out here. Essure destroyed my life for years and I still suffer to this day, just not as bad as when I had essure. I also got severe anxiety, in 2010 I was diagnosed. I believe it had to do with my essure. Also I called the company to ask them to make a complaint. The lady I spoke to told me where I was calling was for if I wanted to know about essure. I felt like I was getting no where. Well, that is some of my life story with essure so anytime I hear some one say they are thinking about getting it I tell them please don't and what happened to me and they should read more and learn about it.